Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient was reprogrammed to remove the tremors without the feeling that he was being shocked severely. The issue was reported to be resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was shaking at the end of movement. It was a sudden change in therapy. The stimulation and the settings were too strong. It occurred daily and they were scheduled for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.